Manufacturer narrative:
Product analysis: the disassembled device and explanted graft were returned for evaluation. Visual inspection confirmed the graft cover bond was intact with twisting visible at the distal end. The graft cover was cut away 18.1cm distal to the distal end of the bond. The graft cover material was jagged at the site. The distal section of the graft cover had been cut 7.4cm from the tip. The graft cover material and the ro marker were cut in a longitudinal pattern along the length. The cut was extremely jagged and uneven at the distal end. The ro marker was securely attached to the graft cover material. Damage was visible to the spiral shaft. No abnormalities were evident to the spindle. Material cuts were visible on the explanted graft. The reported deployment/expansion issue were confirmed through analysis. Film analysis: the cause of the inability to completely deploy the stent graft could not be determined from the pre-implant and intraoperative films provided. The pre-implant CT¿s revealed that the neck was long, barrel-shaped, and tortuous. The proximal neck flow lumen diameter ranged in diameter from 18 ¿ 20 ¿ 22 ¿ 24 ¿ 20 mm along its length. Approximately 10mm below the renals the infrarenal neck was acutely angulated to the right ~80 deg, and near the bottom of the long neck re-straightened to the left; aligning with the distal aorta. The aaa contained significant thrombus measuring 20mm average flow lumen. The videos returned showing the implant procedure confirmed that only the proximal 3 covered stents and suprarenal stent of the bifurcate could be deployed, and numerous attempts to try to free the remaining stent graft were unsuccessful. Other than the angulated neck and small neck flow lumen diameter, relative to the implanted 32mm bifurcate, analysis of the returned films did not reveal any anatomical characteristics that could explain the observed event, and no clear stent graft or delivery system integrity issues were observed prior to implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed there was no significant tortuosity or calcification present at the stent graft deployment site. The eia had some tortuosity but was not severe and there was no calcification. An attempt was made to pull the graft cover by hand, but it was unable to be pulled, so the full circumference of the graft cover was cut to find other causes. The device was used immediately after being taken out of the package. The slider was turned backwards to make it easier to open the stent graft. It was unknown at that time after the stent graft had been positioned that there was twisting- it was found that there was a twisting after disassembling the slider. There was no snapping noise heard or sudden release in tension on the handle that might have indicated a graft cover break. The graft cover was broken just around the blue slider. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was intended to be implanted in a patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, three stents of the endurant iis main body were initially deployed. However the suprarenal stent deployment speed then became slow. The physician rotated the delivery system slider backwards to adjust the position for better deployment, and the proximal edge of the main body was opened. After deciding on the deployment position, the physician released the suprarenal stent. The physician then attempted to deploy the remaining stent graft body, however the stent graft cover did not come down and the device failed to deploy. The physician then attempted to deploy the device using troubleshooting methods. After partially disassembling the device, and checking the delivery system, it was confirmed that the stent graft cover was fractured and did not function correctly. The physician switched to manually pulling back the graft cover and tried to deploy the stent graft again, but there was a strong resistance and the stent graft cover did not come down. The physician considered various methods, such as replacing the wire, ballooning from the contralateral side, ballooning from the arm, and cutting into the graft cover to pull back with two hemostatic forceps, but the graft cover did not come down. A laparotomy was then performed and the physician tried to pull back the stent graft cover manually, but this attempt failed due to a strong resistance. The blood vessel was then opened, and the stent graft cover was cut vertically. The delivery system was retrieved while removing the stent graft. After that, only the endurant iis main body suprarenal stent and the first stent part remained in the patient, and an anastomosis was performed with the implant of a non-medtronic 20mm 10mm 50cm artificial vessel. The remainder of the endurant iis was removed from the patient. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.